Manufacturer narrative:
Device evaluation: visual inspection revealed that the tip of the device was twisted and fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to applying off-axis forces on the driver during use. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported a worn polaris plug driver was found in the tray during inspection. However, the manufacturer found that the tip had fractured and twisted. There was no specific patient information available.